Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations fingerprint scanner delayed. The customer stated that it occurred at their site and had a significant delay when they tried to login. The technical support specialist (tss) had been coordinated for 20-30 minutes of downtime with the customer and the tss accessed station, lumidigm programs had been uninstalled, and the device had been rebooted. After the tss had installed the new drivers and performed additional troubleshooting. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed . The customer stated that that it occurred at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that it occurred at their site and had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1.initial reporter facility: (B)(6).